Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the shoulder shifted during tapping the s2ai trajectory. This was the last trajectory in the registration so the surgeon free-handed the screw. When moving on to register the next segment, the s2 screws actually ended up medial, but the manufacturer representative believes that it was due to skiving issues not because of the shoulder shift. The shoulder was most likely shifted from the pressure of the tap skiving. There was no patient harm and the procedure was delayed less than one hour. Additional information was received from the manufacturer representative stating that the trajectories were deviated between 3.5 and 10mm. Tips were not in the teardrop, but it felt as though there were bone borders most of the way down when they removed the screw and felt with the feely ball. The field service engineer reported that this issue was due to a user error, someone budged the arm causing a shoulder shift.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: no patient information was available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.